Manufacturer narrative:
(B) (4). A review of the device history records for this device did not reveal any non-conformances to spec or deviations in procedure which might contribute to the reported event. Eval of the returned device is in process. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent a posterior fixation from l2-s1. Four months post-op, a screw at s1 was broken. The pt underwent a revision surgery to replace the broken screw.